Manufacturer narrative:
Date of event, date of report: date estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report post mitraclip procedure, the patient experienced increased mr and chordal rupture occurred which was treated with a second mitraclip procedure. It was reported that the initial mitraclip procedure was performed on (B)(6) 2016 to treat degenerative mitral regurgitation (mr) with grade of 4. Two clips (60621u125, 60523u202) were implanted, reducing mr to <1. On or around (B)(6) 2020, the patient presented symptomatic with dyspnea and mr grade of 4. Transthoracic echocardiography (tte) revealed a chordal rupture. The clips remain stable on both leaflets. On (B)(6) 2020, a second procedure was performed, one clip (90321u193) was implanted reducing mr to 1-2. No additional information was provided.

Manufacturer narrative:
B3, d6: dates estimated. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information provided a conclusive cause for the reported tissue damage (chordal rupture) cannot be determined. The reported recurrent mitral regurgitation (mr) is the result of a combination of tissue damage (chordal rupture) and disease progression. The reported dyspnea is the result of the recurrent mr. The reported patient effects of dyspnea, recurrent mitral regurgitation, and tissue damage (chordal rupture), as listed in the mitraclip system instructions for use, are known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling. H6: patient code 1816 added.